Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that " the suture was cut". Does it mean that the suture broke? Device return follow up. Events were submitted via 2210968-2020-03493.

Event description:
It was reported that the patient underwent a hepaticojejunostomy on (B)(6) 2020 and the suture was used. When surgeon tied hepaticojejunostomy, the suture was cut. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/8/2020 additional information: d10, h6 additional h3 investigation summary: it was reported performance breakage suture. It was received for analysis nine unopened samples of product code vcp771d, lot lm6608. The complaint sample was not received for evaluation. During the visual inspection of nine unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 05/13/2020 . Additional information was requested, and the following was obtained: 1. It was reported that " the suture was cut". Does it mean that the suture broke?- ¿the suture was cut¿ means that the thread(suture) broke. 2. Device return follow up - sample received and packed, post shipment will be updated.